Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that channel 1 of the patient interface was not working; the surgeon decided to have it repaired after using the other channel for a long time while knowing channel 1 was malfunctioning. There was no patient impact. The biotech contacted the sales rep that there was a likely malfunction, which was confirmed by the sales rep through testing with the patient simulator.

Manufacturer narrative:
The device has not been returned for evaluation; no analysis is available. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that channel 1 of the patient interface was not working. Additional clarification was requested.

Manufacturer narrative:
The patient interface was returned for analysis where the reported malfunction was confirmed. Channel 1 did not work due to the patient interface pcb failure. A new board was installed, and the device was tested to all working specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that channel 1 of the patient interface was not working. No additional patient or procedure information is available at this time.